Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient's implant had not worked since right after they were implanted. The patient stated the rods were bent and they needed an MRI. The patient added that the implant had been turned off forever and they didn't know where their external device was. The patient noted they had an MRI in the past and the manufacturer representative (rep) came to the hospital and said the device wasn't working and they had "to go through all of this". When asked if they had consulted with their managing healthcare provider (hcp), the patient said "no" and they no longer had one. The patient mentioned they talked to their hcp before about possibly having the device removed, but the patient didn't have time to do that. When offered physician listings to have their device checked and the option to order a new programmer to activate MRI mode, the patient declined. An email was sent to the local rep to further assist the patient.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2bf5x); product type: 0200-lead; implant date (B)(6) 2021 date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The rep reported they left a message for the patient to call them. Unknown if the issue was caused by normal battery depletion. The likely cause was no communication. The rep tried calling the patient 3 times. Cause of the bent rod was unknown.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2bf5x implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.